Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the drill exceeded maximum temperature during testing. There was no pt involvement and no allegations of adverse consequences from the account.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with debris in the motor housing. The motor assembly was replaced and the handpiece was returned to the customer.